Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that he was unscrewing the battery cap on his insulin pump and the whole cap broke. There are pieces in the device where the cap screws in. There is a hairline crack in the battery compartment. Customer's blood glucose level is 110 mg/dl. He was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked case near display window corners, and broken battery cap noted.